Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
At reception some boxes labels are not visibles. These configuration does not allow to verify the traceability elements (label with the information: code/batch/qty, etc.). All receipt of pen needles are concerned (ex :code 320190, batch : 3073526 and code 320216, batch : 3045489). Note added for manual entry of complaint ¿ code/sku 320190, batch 3073526 is captured on complaint record (B)(4); this report is being opened to capture sku 320216 and batch 3045489 which were discovered during investigation review, no photos or physical samples are available.